Event description:
Reporter indicated a pt had high lead impedances with vns diagnostics testing at an office visit. No adverse pt events were reported. No pt trauma or device manipulation occurred. The vns was not disabled at the family's request and at the physician's discretion. X-rays were not performed. Vns revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.